Manufacturer narrative:
It was reported that during a surgical procedure, a defect was identified in a new laser fiber, characterized by charring at the base of the connector. This report originated from anvisa, and much of the information was kept confidential, limiting the precision of this investigation. A review of the device history records confirmed that the potential suspect products were manufactured without variances or deviations and met all applicable quality requirements prior to release. The suspect product was not available for evaluation during the timeframe of this investigation. Past complaints were reviewed, and no identifiable trend was found for dmta-manufactured laser fibers burning. The risk associated with a fiber burn at the connector is identified as medium in ha-005. The root cause of this complaint could not be determined without evaluation of the suspect product.

Event description:
It was reported that during a surgical procedure, a defect was identified in a new laser fiber, characterized by charring at the base of the connector. This report originated from anvisa, and much of the information was kept confidential, limiting the precision of this investigation.